Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was confirmed that issue due to software. A field service engineer, reconfigured station dns settings to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system, the new order are not showing up. The customer stated that medication was successfully retrieved from the station, and there are no delays. There were no adverse events or injuries reported based on this incident.